Manufacturer narrative:
The device is currently being evaluated; the MFR will file a follow up reported detailing the results of the evaluation once it is completed.

Event description:
From clinical trial study organizer: it was reported that the device was implanted in patient for administration of clinical trial drug on (B)(6) 2011. According to report, after an unknown amount of time in use, it was difficult to obtain cerebrospinal fluid (csf) return from the device; flush of device and drug delivery were completed without issue. The device was surgically explanted on (B)(6) 2013: the removed portion of catheter was found to have a broken outlet tube which demonstrated a leak during flush of the device. No permanent adverse effects to patient reported.